Manufacturer narrative:
(B)(4): evaluation method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye (os) on (B)(6) 2010. The patient reported is being treated for blepharitis. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly patient was treated for blepharitis following icl implantation more than four years ago. No report of any secondary surgically intervention performed and no reported loss of bcva. Lens remains implanted. No information was received form the doctor to date. It should be noted that blepharitis is a very common chronic external eye disorder (an inflammation of the lid margins) and therefore is not lens related in origin. The etiology is unclear although seborrheic dermatitis, acne, bacterial infection ,allergic reaction, and poor eyelid hygiene play important roles. Treatment and preventive care for blepharitis include thorough but gentle cleaning of the eyelids, face and scalp. This may be combined with antibiotics if a bacterial infection is causing or contributing to the problems. At the time of the surgery patient was 51 years old and visian icl is indicated for adults 21-45 years of age. The reassessment will be performed if additional information is received. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).